Manufacturer narrative:
(B)(4). Patient connecting to a line that was not fully primed is a known cause for the reported event. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. Also, it warns the user that connecting the transfer set to the patient line before connect yourself appears on the display screen may result in iipv or can cause air to be delivered to the peritoneal cavity. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting of an alarm on a homechoice, it was found that the home patient was trying to prime while connected (use error). This event occurred during drain four. The technical service representative explained proper procedure to the home patient. The patient felt air in their peritoneum, but there was no indication that any medical intervention was required due to the event. As a result, there was no patient injury or medical intervention indicated at the time of the report. No additional information is available.